Event description:
It was reported that, "the dall miles tensioners would not tension at all. This revision was on non stryker primary implants."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.